Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient¿s husband regarding the patient. It was reported that the patient¿s device completely stopped operating since may. It was noted that the patient had been reprogrammed on (B)(6) at one of the appointments, patient was told that the leads are set at 6 points of program and are no longer responding to the device because the device is not holding the charge. The device not holding the charge very well, started in (B)(4) 2017 time frame. In (B)(4), they started seeing "call your doctor" message. During april programming sessions, device was put in deep cycle program but the device would still not stay charged and patient lost relief. Finally, they were told that the device would need to be replaced. They were expecting the device to last around 9 years but it has lasted around 6. The caller could not confirm if the device was at normal end of life (eol) or not. The patient's weight was around (B)(6) pounds when the issue started back in (B)(4) of 2017. The caller is looking for a new physician and a facility to get patient's device replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the spouse of a patient regarding a patient who was implanted with a neurostimulator for other chronic/intract pain (trunk/limbs) and non-malignant pain. It was reported that the patient had been implanted about 5 years ago with stimulation therapy for chronic pain. It was no longer functioning and needed to be replaced. The patient was looking for a health care professional (hcp). No further complications were reported.